Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to infection, loose patella, pain, stiffness, instability, and inflammation. Doi: (B)(6) 2017; dor:(B)(6) 2018; (right knee).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 0 non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to infection. Total for lot number: 7 (B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.